Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3889-28 ,lot# va0tczn, implanted: (B)(6) 2015, product type: lead.

Event description:
The health care provider (hcp) via a manufacturer representative reported that the patient's lead was explanted and replaced on (B)(6)2016. The event occurred in (B)(6) 2016. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Event description:
Additional information from the manufacturing representative reported the device was explanted due to a fall the patient had that damaged the entire device. Unexpected jolting was experienced by the patient after the fall, until they were instructed to turn the device off. The healthcare provider ran impedance testing and confirmed that all electrodes were inoperable.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.